Event description:
Following an atrial fibrillation procedure, an effusion was noted in the right atrium requiring a pericardiocentesis. During the post assessment, an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices. The physician indicated this occurred during transseptal puncture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation/effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.